Event description:
It was reported that the patient was experiencing severe pain after the trial procedure. The trial leads were pulled, and the patient was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial/ batch: (B)(6).